Event description:
It was reported that the patient's ipg had communication issues with external devices following an MRI procedure. Additionally, patient felt that the therapy became ineffective. The ipg was set to MRI mode prior to the procedure. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to physician's name. E1: reporter phone number: (B)(6).

Manufacturer narrative:
D4 - additional device information. Correction: (B)(6) was incorrect, correct sn number was (B)(6).

Manufacturer narrative:
The reported event of lack of ipg stimulation efficacy was not confirmed. The ipg was functionally tested to manufacturing specifications using the auto tester and passed all tests. The ipg communicated with a lab patient controller with no issues. Output stimulation was programmed and monitored and no anomalies were noted. Ipg was also charged with no anomalies. No root cause was identified for the reported issue.